Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician advanced the precise biliary 5 x 40 stent delivery system (sds) to the distal superficial femoral artery (sfa). The physician had difficulty advancing the device through stents that were implanted previously months before. The physician was able to manipulate the sds through the stents using extra force to the ostium of the anterior tibial artery. At this point, he was not able to track the sds across the bend of the anterior tibial artery. Due to this, the physician began to back the sds out over the guidewire. Instead of the entire sds system backing out, only the "pin" from the "pin and pull" deployment system backed out leaving the sds behind. The sds was then backed out over the wire with significant resistance. The physician then used another precise 5 x 40 sds and experienced the same product issue. There was no reported patient injury. The physician believes the issue was with the difficult patient anatomy and also that the use of the product was off-label.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an interventional endovascular procedure, the physician advanced the precise biliary 5 x 40 stent delivery system (sds) to the distal superficial femoral artery (sfa). The physician had difficulty advancing the device through stents that were implanted previously months before. The physician was able to manipulate the sds through the stents using extra force to the ostium of the anterior tibial artery. At this point, he was not able to track the sds across the bend of the anterior tibial artery. Due to this, the physician began to back the sds out over the guidewire. Instead of the entire sds system backing out, only the 'pin' from the 'pin and pull' deployment system backed out leaving the sds behind. The sds was then backed out over the wire with significant resistance. The physician then used another precise 5 x 40 sds and experienced the same product issue. There was no reported patient injury. The physician believes the issue was with the difficult patient anatomy and also that the use of the product was off-label. (B)(4): the product was returned for inspection. One non-sterile smart control, iliac 7x30 was received coiled inside a plastic bag. Unknown guide wire was received inserted through the body. Unit was partial deployed. Bents were observed at 36cm, 50cm, 58.3cm, 65cm and 94.3cm from ID band. Support member was separated of outer member; it appeared to have been stretched and elongated prior the separation. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured and it was found acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'tracking difficulty' reported by the customer could not be confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect bents and this kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failure 'sds - separated-in patient' reported by the customer was confirmed. The exact cause of the reported failure condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect and this kind of issue. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. It was stated that unusual force was used in the attempt to cross the lesion. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It was also noted that multiple kinks were observed in the returned device. These kinks may have been the result of the excessive force utilized during advancement of the sds through the vasculature. This may have been the cause of the wire freeze-up with the sds possibly resulting in the separated catheter guidewire lumen. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00984 and #9616099-2011-00985.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00984 and #9616099-2011-00985.